Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2014-02483 /- 02484 /-02584 /-05669 /-05670 /-05671 /-05672).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of the invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the december 5, 2012 left hip revision report noted the revision was due pain, crepitation, a limp, and elevated metal ion levels. The operative report further noted the presence of clear to slightly white synovial fluid, a pseudocapsule, hypertrophic metallic stained synovium, and increased anteversion of the acetabular cup. The acetabular cup, modular head and taper adapter were removed and replaced. Operative report noted patient underwent an additional left hip revision on (B)(6) 2013 due to dislocations. The operative report further noted the presence of a pseudocapsule, clear fluid, fibrinous debris, and evidence of impingement, a leg length discrepancy and a dislocation due to a fall. The modular head, acetabular cup and liner were removed and replaced.